Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented a remote merlin transmission, non-sustained right ventricular oversensing episodes were observed as possible myopotential oversensing on the ventricular channel. Turning off the low frequency attenuation was recommended. The patient was remotely followed-up. There were no more instances of oversensing since the time of the event. The patient condition is fine.